Event description:
MFR confirmed the lancet does not retract back into the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B) (6).